Event description:
The instrument ws being installed by baxter service representatives at a customer site. After a test with saline several alarm codes appeared on the screen. Printed circuit board connectors were reseated and a second test run was attempted. Alarm codes re-appeared and it was noticed that the centifuge would spin in a counterclockwise direction with the door open. The service representatives decided to return the instrument to the manufacturer. The instrument was not released to the customer and was not used with a donor before being returned to the manufacturer.